Event description:
It was found that the side rail would not lock/latch due to a broken/damaged column. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.